Event description:
The device was connected to a pt through combination electrodes. The pt was described as diaphoretic and having a very hairy chest. The pt skin was not prepped prior to application of the electrodes. Reportedly, the device prompted connect electrodes, and analysis of the pt ECG could not be performed as a result. This was reported to have occurred two times additionally during the use and was not resolved. The pt was not resuscitated. The reporter indicated the device had not malfunctioned at time of the event.